Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer's mother reported via phone call that customer received a button error alarm and was not sure how it occurred. It was also reported that insulin pump was not turning on. Caller reported that customer was not feeling well due to high blood glucose and treated with an old insulin pump from another company. Insulin pump would be replaced.